Event description:
On an unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that on an unknown date, the patient experienced a proximal type I endoleak and has returned for treatment with no adverse effects. On an unknown date, the endoleak was resolved by reintervention. Further information was requested.

Manufacturer narrative:
Also was involved pxc121200/unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patients with the angulation of the proximal aortic neck equal or more than 60°. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion. The IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Additionally, the IFU states that adverse events that may occur and/or require intervention include, but are not limited to endoleaks and aneurysm enlargement. Also, the IFU states: align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, an approximate 3 cm overlap will be achieved.

Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses (rmt261416/unk and pxc121200/unk) to treat an abdominal aortic aneurysm. Reportedly, the patient tolerated the procedure without any reported complications. On (B)(6) 2015, follow up CT imaging identified an unspecified endoleak and aneurysm enlargement of an unknown amount. On (B)(6) 2015, an intervention was performed whereby, two aortic extender components were implanted to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.